Event description:
It was reported to boston scientific corporation that a radial jaw 4 single use biopsy forceps standard capacity was used during a gastroscopy procedure performed on (B)(6), 2010. According to the complainant, while testing the device during preparation, one of the jaws bent and locked in a tangential position. The device was unable to be opened completely. The procedure was completed with another radial jaw 4 single use biopsy forceps standard capacity device. The account reported that the device jaws closed completely, but were misaligned. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Event description:
It was reported to boston scientific corporation that a radial jaw 4 single use biopsy forceps standard capacity was used during a gastroscopy procedure performed on (B)(6), 2010. According to the complainant, while testing the device during preparation, one of the jaws bent and locked in a tangential position. The device was unable to be opened completely. The procedure was completed with another radial jaw 4 single use biopsy forceps standard capacity device. The account reported that the device jaws closed completely, but were misaligned. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
A visual examination of the returned device found that the needle was bent. The device riveting and welding was evaluated and met product specification. Functionally, the forceps jaws would open in an l shaped due to the needle tail bent condition. The unit opened and closed as expected after the washer tail had separated from the pull wire. The complaint was confirmed since the sample did not open correctly due to the l shaped. Based on all gathered information it is difficult to determine the root cause of the failure since all components were within manufacturing specifications. The most probable root cause is undeterminable. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. A labeling review was performed and no anomaly was found. (B)(4).

Manufacturer narrative:
(B)(4): the device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)